Event description:
(B)(4). Event occurred in (B)(6). The patient's infusion set's tubing got detached at the quick release. The patient observed insulin out of the tubing after 2/5 days after changing the set. The patient noticed high blood glucose value of more than 400mg/dl because the tubing connection was detached and due to which patient had a high blood glucose value. The patient changed the set and delivered a bolus via pump and blood glucose values were normal again, medical intervention was not needed. The patient had this issue with four sets. The patient also had this issue three times in the past without any effects. The patient will send one infusion set for evaluation. No further information available.